Manufacturer narrative:
Pt identifier: change from unk to na, age/date of birth: change from unk to na, weight: change from unk to na, describe event or problem: correction: the affected load was reprocessed. Evaluation codes: change from (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 05/08/2016 to 08/24/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. An issue with sterrad performance is also unlikely as the cycle passed and the subsequent bi was negative for growth. User error was reported by the asp representative which is most likely the assignable cause. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). Customer education was provided onsite by an asp representative. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100's cycle. The previous and subsequent bi results were both negative. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.